Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that rotawire was entangled with the burr. A rotalink burr and 330cm rotawire were used and advanced to treat the target lesion. During the procedure, it was noted that the rotawire was entangled with the burr. The devices were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.